Event description:
It was reported that during a laparoscopic cholecystectomy procedure, on the second and third firing on the cystic duct, the clips did not form. It seemed that they had dislodged. Also, on the fifth and sixth firing which was on the cystic artery, the clips didn't form as they seemed to have dislodged. Nothing unusual other than the clips weren't forming. There were no patient consequences. Case completed with the device.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: did clips just drop from device unformed (device not fired)? Or did device fire unformed clips onto vessel/structure? Did clips fall off of vessel/structure after being placed or applied?

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: did clips just drop from device unformed (device not fired)? Some were unformed and some were not formed properly. Or did device fire unformed clips onto vessel/structure?yes did clips fall off of vessel/structure after being placed or applied? Some did and some malformed had to be pulled off. The analysis results found that the er320 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.